Event description:
Crm received info that this atrial lead had dislodged following the implant procedure. During efforts to reposition the lead, the helix was unable to retract despite multiple counter clockwise rotations. Additionally, it was noted that the stylet was tight in the lead. Therefore, the lead was removed from service and successfully replaced.